Manufacturer narrative:
One device was received for evaluation. Visual inspection found the top case to be chipped, damaged bottom case, and the plunger head is missing parts. Record of a plunger error was found in the device's event history log. The device was powered on and functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the missing parts in the plunger head was the root cause. The missing parts were installed. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the plunger was not responding to hold the syringe. There was unknown patient involvement.